Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in needlle clogged. The following information was provided by the initial reporter: other departments in our clinics are having the same issue as well on the 25g x 1¿ safety needle (305916), this time from lot# 1340735.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Five samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow. A device history record review was completed for provided lot number 1340735. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of batch 1340735. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. A CAPA has been opened for this defect.